Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volbella with lidocaine in the lips using a cannula. During the injection, the thread broke in the region that the needle is placed. The even ended by dismounting the syringe when pressing the plunger. There were no reported injuries.

Manufacturer narrative:
Device analysis: empty 1.0 ml syringe received in an opened tray without needle or cap. A crack was observed at the 3 mm luer lock level. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm volbella with lidocaine in the lips using a cannula. During the injection, the thread broke in the region that the needle is placed. The even ended by dismounting the syringe when pressing the plunger. There were no reported injuries.